Manufacturer narrative:
Investigation findings items returned for evaluation: pusher; implant. Items not returned for evaluation: introducer; shrink lock; dispenser hoop; catheter. The visual analysis of the returned items found the pusher returned without the implant attached, but no signs of activation was observed on the pusher heater coil. The implant was returned separated from the pusher with the coils stretched and the implant distal glue ball missing. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. Investigation conclusion the investigation of the returned coil system found the implant stretched with the distal glue ball missing and separated from the pusher; however, no indications of activation using a detachment controller was observed on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The catheter used in the procedure returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
H11: a search for non-conformances associated with the reported part/lot number combinations of the device did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the devices. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during a gastric varices procedure, the coil pre-deployed in catheter and half the coil was out. The physician had to pull the whole catheter out because coil was half in and half out of the catheter. When he pulled the coil out of the catheter once out of the body, the coil had completely unraveled. The procedure was completed with azur cx 035 coils. It was just one coil that mis-performed. No intervention was reported. Patient status is stable and good, no harm was caused to patient.